Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited atrial undersensing with competitive atrial sensor driven pacing and electrogram (egm) review as requested. It was noted that the patient had been in an atrial tachy response (atr) 100% of the time over the past year. Technical services (ts) discussed troubleshooting options. This pacemaker remains in service. No adverse patient effects were reported.